Event description:
The customer reported that the system would not complete boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following components were cleaned and reseated: the ic chip on the control panel processor and all dc connectors/contacts between the control panel processor and the dc power supply. The system was then found to be operating as intended.